Event description:
The cna was in the process of preparing the resident for a whirlpool bath. Cna had resident in the highest elevated position (approx 4 1/2 feet) without the safety belt or safety arms in place. Cna turned on whirlpool jets causing water to splash, frightening the resident who subsequently fell to the floor. The cna had been trained on proper use of the equipment and failed to utilized the proper procedure. The resident sustained noserious injury.